Event description:
Event description: it was reported that bipolar removed because of infection. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).